Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a ¿check iab catheter¿ alarm was generated and balloon rupture was suspected; blood was seen in the tubing. The iab was removed and therapy discontinued. It was noted that there was mild calcification in the common iliac artery, but no calcification in the abdominal aorta. No patient injury was reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a ¿check iab catheter¿ alarm was generated and balloon rupture was suspected; blood was seen in the tubing. The iab was removed and therapy discontinued. It was noted that there was mild calcification in the common iliac artery, but no calcification in the abdominal aorta. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a ¿check iab catheter¿ alarm was generated and balloon rupture was suspected; blood was seen in the tubing. The iab was removed and therapy discontinued. It was noted that there was mild calcification in the common iliac artery, but no calcification in the abdominal aorta. No patient injury was reported.